Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to a thoracic aortic aneurysm (taa) procedure. The arteriotomy was a 6fr and during the taa procedure the sheath was upsized to a 18fr sheath. Reportedly, a cuff miss occurred. Two additional proglide devices were used for successful suture placement. The taa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. In addition, hemostasis was achieved in the left common femoral artery using two proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported needle to cuff miss could not be confirmed as the returned device condition suggested the plunger was retracted prior to depressing to deploy the needles. A review of the lot history record revealed no non-conformances/exceptions that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.